Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Reportedly, the customer reused cartridges. Tandem technical support educated the customer on cartridges being single use products.

Event description:
It was reported that resistance was felt when filling the cartridge during the load sequence. Reportedly, the customer reused cartridges and syringe. Tandem technical support educated the customer on cartridges and syringe being single use products. Customer changed the cartridge to resolve the issue. There was no reported adverse impact to the customer¿s blood glucose level.